Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure (batch no. C55834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, nausea, diarrhea, sore throat, rhinorrhea, uti, low back pain, dysuria, dysuria, genital hemorrhage, vaginal itching, vaginal burning sensation, vaginal odor, vaginal discharge, vaginitis, irregular menstruation, menorrhagia, dysmenorrhea, bacterial infection, depression, anxiety, mood change, yeast infection, vomiting, general body pain, fatigue and neck pain. Previously administered products included for to prevent pregnancy: nexplanon from (B)(6) 2015 to (B)(6) 2016 and mirena in 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). The patient was treated with fluoxetine hydrochloride (prozac), metronidazole (flagyl), nsaids, paracetamol (acetaminophen) and surgery (bilateral salpimgectomyy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no more than 5 essure coils wb.re visualized when placement was complete. The left ostium was then visualized and the 2nd. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2016: normal hysterosalpingogram uterine cavity 31ld. Obstrocted bilateral fallopian tubes; on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C55834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, nausea, diarrhea, sore throat, rhinorrhea, uti, low back pain, dysuria, dysuria, genital hemorrhage, vaginal itching, vaginal burning sensation, vaginal odor, vaginal discharge, vaginitis, irregular menstruation, menorrhagia, dysmenorrhea, bacterial infection, depression, anxiety, mood change, yeast infection, vomiting, general body pain, fatigue and neck pain. Previously administered products included for to prevent pregnancy: nexplanon from (B)(6) 2015 to (B)(6) 2016 and mirena in 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). The patient was treated with fluoxetine hydrochloride (prozac), metronidazole (flagyl), nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: no more than 5 essure coils were visualized when placement was complete. The left ostium was then visualized and the 2nd. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2016: normal hysterosalpingogram uterine cavity 31ld. Obstructed bilateral fallopian tubes; on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: legal claim was received and the following information was provided: essure was removed on (B)(6) 2017 via bilateral salpingectomy; physical pain was updated to pelvic pain; abnormal bleeding (vaginal), menorrhagia, vaginal infection, dysmenorrhea (cramping), depression, anxiety, metal anguish were added as event; pelvic pain decreased one month after removal; historical drug and treatment drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.